Event description:
Note: this report pertains to one of three devices that were used in the same procedure. It was reported to boston scientific corporation that a zero tip basket, flexiva pulse laser fibers, and a dual lumen ureteral catheter were used in the left kidney during a lithotripsy procedure performed on (B)(6) 2022. On (B)(6) 2022, the patient experienced pyelitis and cystitis. The patient took percocet 5-325mg for the pyelitis until (B)(6) 2022. For cystitis, the patient took cephalexin 500mg and was stopped on (B)(6) 2022.

Manufacturer narrative:
Initial reporter address: (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Patient code (B)(4). Impact code (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.